Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports 2210968-2023-04268, 2210968-2023-04269, 2210968-2023-04271.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on an unknown date and suture was used. During the procedure, the surgeon tried to use a suture and during the suturing the needle detached from the suture. This repeated 4 times and then the box was replaced, other sutures were used and the procedure ended successfully. No harm was caused to the patient and the operation ended successfully. Additional information was requested.